Manufacturer narrative:
(B)(4). The report issue was told to the field service representative (fsr) while doing other preventive maintenance (pm) at the user facility. The fsr confirmed the reported issue. He checked the speed control "feel" and found that it did feel loose. The fsr removed the knob and tightened the seal nut on shaft. Reinstalled knob and checked operation. The control knob felt tighter. No part will be returned. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusionist (ccp) stated that the speed adjustment control on centrifugal control pump felt loose (too easy to turn). The ccp said that the knob became loose over time and there was no effect to any cases. There was no patient involvement.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.